Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 18.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and transferred to the manufacturing site for analysis, results are pending. The lens met all manufacturing specifications prior to release. A review of the manufacturer's implant database confirms the original implant was replaced with a higher diopter lens of the same model. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was explanted 2 months after implant. The reason stated was improper iol power. No patient complication.